Event description:
The pt underwent a vascular bypass surgery on (B)(6) 2011. A vascular graft was implanted from the right subclavian artery to both iliac arteries. It was reported an important blood leakage from the distal part (unsupported section) of the branch of the prosthesis. The bleeding was stopped by cutting the leaking portion of the graft. It was reported that the surgery was prolonged by 3 hours due to the event. There was no reported pt injury. On (B)(6), 2011, the pt condition was reported to be good.

Manufacturer narrative:
Remaining fragments of the complaint device were sent to an outside lab for scanning electron microscopy analysis. A review of the device history records, including collagen coating records indicated that the graft was processed and inspected according to procedures and no anomaly was found. The review of the water permeability testing of seven products coated on the same day and under the same conditions as the complaint device indicated values well within product specifications. Method/result: one retention sample coated on the same period and under the same conditions as the complaint device underwent water permeability testing at 120 mmhg as per iso 7198. The test result indicated a value well within product specifications. Conclusion: the eval of the complaint device is on going. A f/u report will be submitted after completion of the investigation.